Event description:
The following has been reported: on 01 august 2023, the biomedical workshop of the (B)(6) sent to the after-sales service the agilia sp mc syringe pump, serial number: (B)(6) under warranty, for error 51-0001 speaker. It was commissioned this summer on 25 july 2023 and it is the same error as the one at (B)(6) hospital (co23-00043603). To date, after 3 months of waiting, there has been no reply from the after-sales service. Device history record was reviewed and nothing was found related to the reported event. Device history log was reviewed, and event is confirmed. "The device was received int the lab for investigation. Error 51-0001 reproduced on medium priority alarm in sound level 1/7 only. Cross-testing locates the fault in the flex assembly (fpc + microphone + speaker). Visually, there was no defect on these elements, nor on the bracket (no tearing/peeling off/ crooked microphone/pressed-in peaker/bad soldering, etc.). Typical cause in this case, identified in an internal CAPA investigations: the microphone's sensitivity is too low. Flexible ic binder assembly to be replaced. It would be a good idea to repeat the medium priority alarm test at sound level 1/7 before returning the unit to the customer. To do this, set the level to 1/7 and program an infusion without validating it. Ok if no error 51-0001 after 10 seconds to our knowledge this complaint is not being related to patient safety." This complaint is considered as valid the trend is normal. The reported risk is lower compared to the estimated risk for this issue as per our local procedure, we initiated an action reporting as a conservative measure. No adverse effects were reported.